Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the camera cable break which caused no image. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the signal transmission due to the camera cable break by the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during the preparation for the unspecified diagnostic procedure. There was no patient injury associated with this report.